Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is user error: malpositioning of the implant. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition."

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2021 where one implant was installed. One week after the initial procedure, the surgeon performed a revision procedure where he removed the implant and replaced it with a new implant of the same size and type in a new position. There were no reported patient complaints. The surgeon did not offer a reason as to why he replaced the left side implant, but it was likely due to suboptimal initial positioning. The status of the patient following the revision procedure is not known.